Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accumax 365 laser fiber was used during a ureteroscopy procedure in the ureter and kidney performed on (B)(6) 2015. According to the complainant, during unpacking outside of the patient, it was noted that the laser fiber glass tip was not present. The laser fiber appeared hallow and only comprised of fiber cladding. Reportedly, there was no fiber tip that broke off during unpacking. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event and the procedure completed accordingly.

Manufacturer narrative:
One accumax 365 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that there is no exposed glass tip. The jacketing was flush with the glass fiber. Visual examination under magnification revealed that the condition of the glass tip was consistent with a fracture, indicating that the tip or portion of the tip broke off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was bright, clear, and slightly scattered with effective transmission of 92.8%. The condition of the returned product confirms the reported event. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accumax 365 laser fiber was used during a ureteroscopy procedure in the ureter and kidney performed on (B)(6) 2015. According to the complainant, during unpacking outside of the patient, it was noted that the laser fiber glass tip was not present. The laser fiber appeared hallow and only comprised of fiber cladding. Reportedly, there was no fiber tip that broke off during unpacking. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event and the procedure completed accordingly.